Manufacturer narrative:
The customer reported air in line, and returned one sample 2232-0007, lot 21125446. The set was examined, but no issues were found. There was a marker on the tubing, from the middle of the tubing below the pump segment, up to the inlet of the filter. This area was examined under a microscope for defects, cuts, or other ways for air to get into the tubing. No issues were found. The set was infused with water at 125 ml/hr for 1 hour, and again the air inline was not able to be replicated. The complaint is not verified. Device history record review for model 2232-0007 lot number 21125446 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.

Event description:
It was reported that bd alaris pump had air in line. The following information was received by the initial reporter with the following verbatim: I have a product complaint to report today. This tpn tubing was found with air in the line.

Manufacturer narrative:
The customer reported air in line, and returned one sample: (B)(4), lot: 21125446. The set was examined, but no issues were found. There was a marker on the tubing, from the middle of the tubing below the pump segment, up to the inlet of the filter. This area was examined under a microscope for defects, cuts, or other ways for air to get into the tubing. No issues were found. The set was infused with water at 125 ml/hr for 1 hour, and again the air inline was not able to be replicated. The complaint is not verified. Device history record review for model: 2232-0007, lot number: 21125446 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.